Event description:
Procedure type: hemorrhoidopexy. According to the reporter: stapler was fired and removed from rectum. It was noted that many of the staples did not form properly and the staple line integrity was compromised. The entire staple line was over sewn with chronic and vicryl sutures. There was no bleeding reported in excess of 250 cc. The case was extended by more than 30 minutes - exact time was not given. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).